Manufacturer narrative:
H3 other text : service requested via remote.

Event description:
It was initially reported to philips that the device fails the operational check. The customer worked with the technical support representative. It was conveyed upon this follow up to philips that the case was accidently created through a miscommunication at the customer's site. It was conveyed to philips that the case was accidently created through a miscommunication at the customer's site. There is no device issue / malfunction. The case has been cancelled. There is no further action at this time.

Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement.